Event description:
The customer reported a false negative reaction with biotestcell 3 when testing on tango optimo. The test apparently failed to detect the presence of an antibody, anti-jk(a) on a sample taken from a pregnant women known for anti-jk(a). The customer sent pictures from the instrument software. A sample of the allegedly defective product biotestcell 3 was requested for further analysis. The customer has returned the patient sample that had caused the false negative test result but none of the allegedly defective product. Testing in our quality control laboratory of our retained biotestcell 3 sample is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction with biotest cell 3 when testing on tango optimo, serial number (B)(4). The customer repeated the test on another tango optimo and yielded a weak positive result. The test apparently failed to detect the presence of an antibody, anti-jk(a) on a sample taken from a pregnant women known for anti-jk(a). Evaluation of the tango optimo's pictures showed that the automated image interpretation of both instruments assigned a negative to all the antibody screen result images of the sample in question. But visual review of the images confirmed that the results obtained with the second tango optimo were borderline between negative and +/- while those derived from tango optimo no. (B)(4) were clearly negative. After a service intervention, tango optimo (B)(4) provided result images that were almost identical to those of the second instrument on site, still being qualified to be negative by the automated image analysis. However, such faint reactions being interpreted as negative by two different tango optimo systems strongly indicate sample specificities (weak antibody close to the detection limit of the solidscreen ii method) related issues rather than instrument performance issues of the device in question. The customer has returned the affected patient sample, but the supposedly defective product was not sent to us for investigational testing. Therefore our quality control laboratory tested the patient sample with the retained sample of biotestcell 3 on tango optimo. The patient sample yielded a +/- reaction with the jk(a) positive screening cells. The patient sample was also tested with the current lot of biotestcell 3. The jk(a) homozygous positive screening cell yielded a +/- reaction. Because by then all patient material was used up, further testings were not possible. The instruction for use contains an appropriate reference: because some antibodies show dosage effect, the antigen density on the reagent red blood cells needs to be considered when evaluating the test results (homozygous or heterozygous hereditary disposition). A heterozygous expression of the antigen may result in non-detection of weak antibodies depending on the used test method. Negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies the retained biotestcell 3 sample was furthermore tested with negative and positive control and showed correct results. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.